Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that heat shrink damage caused insulation pieces to be delivered to the surgical site.

Manufacturer narrative:
The reported insulation damage was confirmed on the returned unit. The probable root causes for the reported condition can be associated, but are not limited to: 1. Non-conforming component according to the device history record review, the lot was manufactured according to specifications. Based on the fact that no nonconformance reports related to non-conforming component have being identified for the reported lot number that could be related to the reported condition, it can be ruled out as a possible root cause. 2. Poor assembly process the probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides the required protection to prevent any damage to the probe after manufacturing and packaging. In the case the probe is delivered to the customer with any damage on the tip or insulation, according to the user instruction, the unit must be discarded before use. No out of box damage was reported in this case. Therefore, these facts provide evidence that a possible workmanship (assembly) related condition as well as a possible non-conforming component are not likely to be possible contributors for the reported condition. 3. Misuse after performing the visual inspection on the returned unit, scratch wear marks and tearing of the insulation was observed. The marks observed are indicative that the unit must have been in contact with a pointy object or a sharp instrument (e.g. Cutter or shaver, hard tissue or bone) or that the unit could have been used as a tool for the mechanical displacement of tissue or bone, friction or scrapping with another hard object before it was fired, which can result in the damage observed and it is contraindicated as per user instructions for the serfas energy probes family. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that heat shrink damage caused insulation pieces to be delivered to the surgical site.